Manufacturer narrative:
The reported failure of o2 low flow test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The DHR for this device will not be reviewed at this time. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for service. No patient injury or serious harm was reported. During evaluation at a third-party service center, the power cord clamp and rubber feet were noted to be missing. The exhalation port block active with pap was observed to be cracked. The warning label was damaged, and the thtpol label was noted to be obsolete due to revision changes. In addition, the handle kit and rear box assembly were found broken. During functional testing, the device failed the o2 low flow test. Further investigation identified the blower bellows was missing from the bellows clip. The device was corrected and retested. The device subsequently failed the detachable li-ion battery test. The detachable battery was replaced to correct the issue. There was no indication that the internal battery was malfunctioning. Following repair, the device successfully passed all required functional and performance testing. A final report is being submitted. If any additional information is received, a supplemental report will be filed.